Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that clarified that the patient regaining consciousness after resuscitation meant the patient woke up normally after surgery.

Manufacturer narrative:
H3: product analysis of (B)(4), lotno:b659871 ¿ visual inspection/damage location details: the distal and proximal ends of the braid were not opened due to damaged braid. No other anomalies were observed. ¿ conclusion: based on the returned device, the customer complaint was confirmed as the distal and proximal ends of the braid were not opened due to damaged braid. However, the cause of failure to open could not be determined. Possible causes include damaged braid and severe vessel tortuosity. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing braid against resistance. However, the cause for the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open distally and the catheter was damaged.  The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the ophthalmic artery segment with a max diameter of 3.8mm and a 4mm neck diameter. The landing zone was 3.5mm distally and 3.9mm proximally. It was noted the patient's vessel tortuosity was severe. The accessed vessel was the femoral artery with a diameter of 2mm. Dapt (dual antiplatelet treatment) was administered and the pru level met the standard. The angiographic result post procedure showed partial retention of aneurysm.  It was reported that the operator first placed the catheter fg15150-0615-1s in place and implanted the blood flow diversion dense me sh stent ped-400-18. After the stent was in place, the stent could not be opened. Even after trying various methods, it could not be opened. The stent was then retrieved and the ped-400-20 stent was re-implanted and then opened successfully. During this period, there was no impact on the patient's treatment, and the patient regained consciousness after resuscitation. The pipeline was no positioned in a bend when it failed to open. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. The pipeline was resheathed and removed with the microcatheter. It was also noted that the catheter was kinked in the distal section. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 227084167). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.